Event description:
The customer reported via phone call that they experienced low blood glucose. Customer stated their blood glucose declined to 47 mg/dl. The customer stated they treated their blood glucose with glucose tablets, raising their blood glucose to 57 mg/dl. The customer also reported their blood glucose was 83 mg/dl at the end of the call. The customer was also assisted with rewinding and priming the insulin pump. Customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.